Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the error logs showed that the motion calibration needed to be performed. Following motion calibration, the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the gantry could not complete any motions. The reported issue occurred when starting up the imaging system. No additional information was provided. There was no patient present when this issue was identified.